Manufacturer narrative:
Additional information: (b.5.) Description of event investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing will not prime past the filter manually or with the prime function on the alaris pump. Medication had to be wasted and remade.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was.